Event description:
A falsely elevated architect b12 result was generated. An initial result of 92 pg/ml was generated. The sample was retested with a result of 200 pg/ml generated. Further retest results were 98, 104, 115 and <83 pg/ml. The customer reported the initial result of 92 pg/ml as they considered that to be the correct result. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Discussion with the customer during troubleshooting occurred and the customer agreed that the most likely cause of the discrepant result was due to particulate matter in the sample. Customer complaint data was reviewed and no similar tickets were found. The architect system operations manual, the architect b12 package insert and the b12 assay troubleshooting guide were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction/deficiency.